Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
The pt reported that the lancet device does not eject lancets, and he has accidentally stuck himself with lancets he already used, when he manually removes them from the softclix plus lancet system. No medical treatment was received. Patient did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. The softclix plus lancet system: lot bas008.